Manufacturer narrative:
The failure investigation has been completed and the malfunction issue was verified. Functional testing was performed and no failure was identified related to the low blood glucose issue.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was less than 40 mg/dl; cause was unknown. Reportedly, customer reverted to manual injections and declined further troubleshooting with tandem technical support regarding the low bg, therefore no additional information could be obtained.